Event description:
It was reported that the patient was implanted a durom us acetabular component 56/50 p on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2013 due to a pin and elevated cocr level. This is a split case with zimmer inc. From (B)(6) reported in (B)(4).

Manufacturer narrative:
The manufacturer did not received devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, the changes this assessment, and amended medical device report will be submitted. (B)(4).